Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report# 1627487-2018-06192; reference MFR. Report# 1627487-2018-06193. It was reported the patient controller was not able to program the ipg to MRI mode. Fluoroscopy imaging showed the leads were disconnected from the ipg header. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Patient weight was unintendedly excluded in the initial report. This report contains missing data.

Event description:
Device 3 of 3 reference MFR. Report# 1627487-2018-06192; reference MFR. Report# 1627487-2018-06193. Additional information received identified the patient underwent surgical intervention (B)(6) 2018 wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.